Event description:
The customer reported the system would not boot up. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and found the customer had replaced the bios coin battery without resetting the correct bios settings. The bios settings were reset and the system operates as intended.